Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a patient, who had been in cardiac arrest for a while. The customer reported that during use, the autopulse platform displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 44 (battery voltage too low during compression). The crew discontinued using the autopulse platform and reverted to manual CPR. Return of spontaneous circulation (rosc) to the patient was not achieved, and the patient was later pronounced dead. The customer did not provide any further details regarding the cardiac arrest event. The customer stated that the patient's outcome was not related to the autopulse system considering the length of time the patient had been down already. Back at the station, the customer tested the autopulse platform with a manikin. The same error messages occurred, and the platform failed to perform compressions, making an unusual sound. The customer tried different batteries and a new lifeband, but the issue persisted.

Manufacturer narrative:
The reported complaint that "autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position)" was confirmed in both the archive data and during functional testing. The root cause of fault code 16 was the malfunctioning drivetrain motor due to failed component(s). The reported complaint that "autopulse platform user advisory (ua) 44 (battery voltage too low during compression)" was not confirmed in the archive data or during functional testing. There were no ua44 recorded in the platform's archive. Also, throughout all functional testing at zoll, ua44 never occurred. It is likely that the customer incorrectly remembered the specific fault or advisory code which was displayed on the platform lcd. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The platform's archive data review showed multiple fault code 16 (timeout moving to take-up position) on the customer's reported event date, confirming the reported complaint. The archive data showed that the autopulse had stopped compressions several times due to user advisory (ua) 17 (max motor on-time exceeded during active operation) and displayed multiple fault 24 (timeout moving to "home" position) during the reported event, unrelated to the customer's reported complaint. The autopulse platform failed initial functional testing due to fault code 16 displayed during take-up, confirming the reported complaint. After performing further technical investigation, the zoll service technician concluded that the root cause of fault code 16 as well as the ua17 and fault 24, which were observed in the platform's archive data, was due to failed component(s) of the drivetrain motor. Upon replacement of the drivetrain motor assembly, the autopulse platform passed all subsequent functional tests. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.